Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (debris in the air/water channel) was not confirmed due to clogging of the nozzle, inspection was not possible. Additional evaluation findings were as follows: the air/water supply volume and the water removal ability did not meet the standard value, the bending angle in the up direction did not meet the standard value, the up/down knob could not be locked securely, the adhesive on the bending section cover had a chip, and the right/left knob was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that during inspection of an evis exera iii colonovideoscope, there was debris in the air/water channel. The event occurred during maintenance. There was no patient or procedural involvement with the event.